Manufacturer narrative:
Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_3__; occurrence: a complaint history check was performed and this is the 1st related complaint for bending during use, needle stick (blood exposure) and difficult to activate safety mechanism on lot # 7228564. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 7228564. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of syringe 0.5ml 30ga tw 8mm bls 400 sg experienced safety shield failures, and serious injury in the form of medical intervention. The following information was provided by the initial reporter: pdf file: insulin injection. After securing the syringe (twisted needle because very thin and long), drop due to the length of the scope cables and exposure to blood at the left hand (wearing glove). A fine needle that tends to twist during insulin delivery. When setting up security, the needle is not completely secured because twisted (part out of the secure device). Clinical consequences: none. Precautionary measures and actions taken: declaration and blood sample at the occupational medicine.